Event description:
It was reported that upon deployment of a vena cava filter, the filter legs were crossed and did not fully expand. The filter was removed with a snare device and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for deployment issues and failure to expand. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.